Event description:
Suspected contamination: on 3/21/94 while setting up to do a routine right ventricular endocardial biopsy on a heart transplant pt, using a disposable biopsy pack, and after pouring sterile IV ns solution into the plastic bowls, a nurse noticed a "film of oil" floating on the liquid in the bowls. The liquid was found to have a "film" on top plus what appeared to be globules suspended near the surface. A sample of the liquid was placed in a sterile container and the bowl retained. A new metallic bowl was added to the tray in which sterile IV ns solution was poured. The liquid was clear and free of any "film." On thursday, 3/24/94, two different trays showed a "film" on the sterile IV ns in the bowls. Metallic bowls were once again substituted and the liquid in them was clear and free of "film."